Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was experiencing difficulty charging the pump with the usb cable. Reportedly, the usb cable was physically damaged. There was no adverse impact to customer¿s blood glucose. Reportedly, the customer had an alternate cable to charge the pump.